Event description:
Maude event report rec'd from FDA indicates the 6.0mm/10.0mm stepped drill bit cannulated/large was inserted over a guidewire during a repair of an intertrochanteric fracture of the femur. When the drill bit was removed the surgeon noted the tip of the bit had broken off in the pt's femoral head.

Manufacturer narrative:
Lot#: this info was not provided on maude event report received. Add'l info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.